Manufacturer narrative:
Concomitant medical products: 0184, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an audible alert for a charge circuit time out. The ICD has been at end of service (eos)/end of life (eol) for several months. The alert was programmed off, and the ICD remains in use due to patient discretion. No patient complications have been reported as a result of this event.